Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had a button error alarm on his insulin pump. Customer's father stated that the motor of the insulin pump does not count down and is causing all the insulin to shoot out. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened act button dome switch. The alarm for a loose drive support disk could not be verified due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.